Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted.

Manufacturer narrative:
An additional lot number was reported (lot# m003855); however, the cause of the even is not due to the cartridge. The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.